Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.5/4.5/95 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. The problem is not resolved.